Event description:
It is reported that a customer was in the hospital and needed to retrieve basal/bolus setting to give to the pharmacist. It is unclear what caused the hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).